Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that one pcu keypad experienced issues with charging therefore will be replaced. The biomed stated : "led is on however the device will not turn on when power button is pressed".